Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a total knee procedure, a outer-grip locking fem implant impactor broke and one small piece remains in the patient. The procedure was completed, with a delay less than 30 min, using a s+n back-up device. The condition of the patient is unknown.

Event description:
It was reported that, during a total knee procedure, a outer-grip locking fem implant impactor broke and the piece was removed by hand from the patient. The procedure was completed, with a delay less than 30 min, using a s+n back-up device. The condition of the patient is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the tip of the device, rendering the device inoperable. The fractured component was not returned. The clinical/medical evaluation concluded that this case reports a breakage of the (outer-grip locking fem implant impactor). It was reported all the pieces ¿were removed by hand and fell out of incision.¿ no clinically relevant supporting documentation was provided for inclusion in this medical investigation. The procedure was completed, with a delay less than 30 min, using a s+n back-up device. A visual inspection of the returned device confirmed the stated failure mode. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.